Event description:
Info received indicates the brake is not working on the stretcher. The head end casters are not holding.

Manufacturer narrative:
The technician isolated the issue to a broken brake linkage. He replaced the brake linkage to repair the stretcher.